Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support through a reset process for the pump, successfully resolving the issue, and was able to start a new sensor session.